Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI:(B)(4), serial: (B)(6), batch:t00006857. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and exacerbation of their fibromyalgia . As such, surgical intervention took place on (B)(6) 2026 wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the issues.